Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that when the battery test was performed the battery charger indicator display was green but the battery status was less than 90% charge. There was no reported patient involvement.